Event description:
A patient called lfs in 2002 alleging that their one touch ultra meter was giving inaccurate readings. The customer stated that they ended up in the hospital for several days because they were getting inaccurate readings on their meter (in the 300's and 400's). A customer felt that they were taking too much insulin as a result of the readings. Customer stated that the nurse in the hospital threw the meter away and said that the meter was no good. A customer did not want to troubleshoot or answer any questions. A customer took readings on the meter in the hospital which did not correspond with readings on the meter. Unable to contact the customer to obtain more information. Attempted to call twice -- left messages. Also sending letter.